Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing detached from the clip upon patient use. The tube was immediately re-inserted. No patient injury was reported.

Manufacturer narrative:
Additional information is provided for h.2, h.3, and h.6. Three samples were received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not in its original packaging, and in decontaminated conditions; no damage or defects were detected. The reported complaint was confirmed. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.